Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a flexnav delivery system (ds). The patient has an aortic valve angle of 41 degrees. During the procedure, the valve was positioned at a depth of 1.5mm on the non-coronary cusp (ncc) and 2mm on the left-coronary cusp (lcc) and able to be implanted successfully. Before the ds was pulled out, the valve migrated towards the aorta at a depth of approximately 10-12mm into the aortic arch. A second 25mm, navitor vision valve was implanted by performing a valve-in-valve procedure. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The implanter believed the cause of migration was due to an insufficient radial force. The patient was in a stable condition and subsequently discharged.